Event description:
During a lap bowel resection, the blade on disposable broke off into patient. The customer stated that the piece was not located and x-ray was not used due to the amount of clips used. No patient consequence reported.